Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete event and patient information.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2021-15693. It was reported the patient experienced a fall. Afterwards, the patient was no longer able to receive proper therapy due to high impedance. Additional information obtained revealed the patient's leads were explanted and replaced to provide resolution.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2021-15693. Reference MFR. Report#: 1627487-2021-15816. Additional information obtained revealed the patient's ipg was also explanted and replaced during the lead replacement procedure but the reason remains unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that there were no allegations against the ipg, it was electively replaced per patient preference.